Event description:
It was reported that the tip protector of the line had separated from the port of the line from an automated peritoneal dialysis set with cassette. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.